Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 10mg/dl. Cause was not known. Reportedly, the customer lost consciousness, fell, and broke their nose. Reportedly, medical staff assisted the customer and the customer consumed carbohydrates to address bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.